Event description:
According to available information, the patient with this device has an infection. A revision procedure was planned, but was postponed because the patient was in close contact to a person who was positive for covid.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received further reported the pump was quite anterior in the scrotum and high up against the penile shaft, "making things very awkward" for the patient. It was suspected this was related to the resolving hematoma which had encapsulated the pump. The current position of the pump made it "not a very usable device." The patient was scheduled to have the pump repositioned on (B)(6) 2022. It was noted that precautions would take place including preoperative skin washes, skin preparations, and antibiotics.

Event description:
According to the available information the titan touch was revised due to a possible infection. Additional information received indicated that the patient¿s pump is quite anterior in their scrotum, making it awkward for the patient, which could be related to a resolving hematoma which has encapsulated the pump.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of migration and hematoma, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.